Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 200 units and remained static while the pump was being used for basal and bolus therapy. Reportedly, the cartridge was filled with 221 units of insulin. Blood glucose level was 173 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.